Event description:
The customer contact reported that when the tubing was removed from the packaging, the tubing separated from the cassette. It was reported that there was no patient involvement or delay in therapy because tubing set was replaced. During verification testing at the service center, it was found that the proximal tubing was separated from the cassette's inlet port. The device was examined under ultra violet light and found an appropriate amount of solvent sealer in the joints between the proximal tubing and solvent on the proximal end of the cassette inlet port. It may have been more than 5 seconds when the operator performed the assembly, which could cause the solvent not work properly causing the separation during the handling of the set. The probable cause is related to personnel due to issues related to the solvent bonding application.